Event description:
The customer reported that during preventative maintenance (pm) of the device, the speed number three (3) was not working. Since the event was found during pm, there was no pt involvement.

Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint was confirmed. The field service representative (fsr) investigated the issue on site and an open resistor was found for pump speed three (3). With the resistor replaced, the issue was resolved. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.